Manufacturer narrative:
A non-sterile cook sheath introducer was received for analysis inside of a plastic bag instead of the reported complaint smart flex 7x120 vas 120cm unit.( the involved smart flex catheter system was not received). Per visual analysis, the received non-cordis sheath was observed ragged, split/ torn on the distal section. No other anomalies observed. Based on the description summary of the complaint where it is described that ¿the physician has extracted the introducer with stent inside the introducer¿ the received sheath was inspected under light and a kind of a shadow observed inside the middle of the sheath presumably revealing a stuck object inside. Therefore, the sheath was cut/ dissected and the 7x120 vas 120cm smart flex stent was confirmed to have been stuck (deployed) inside the cannula of the received introducer. The failure reported by the customer as ¿stent delivery system (sds)-ses-resistance/friction-outer sheath - during use¿ was not confirmed since the involved smart flex catheter system was not received for analysis. However, the failure reported by the customer as ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ was confirmed due to the condition of the 7x120 vas 120cm smart flex stent received stuck (deployed) inside the cannula cook sheath introducer.  Nonetheless, this condition could not be conclusively determined during the analysis. Handling process / procedural factors may contribute to the stent premature deployment condition found. DHR review results and product analysis results do not suggest that this condition is related to the manufacturing process. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. In addition, the records indicated that the product met specifications prior to shipment; therefore, no corrective action will be taken at this time.

Event description:
At the time of stent deployment, the physician has not seen the 7x120 vas 120cm smart flex stent under fluoroscopic guidance. The physician realized that the stent (was blocked) had stuck inside the cannula of the introducer. The physician has extracted the introducer with stent inside the introducer. The physician opened a new introducer and a new stent and he deployed stent correctly. The device will be returned for analysis. Analysis of the returned device indicates it is deployed. Additional information was received that the device was not stuck and could no longer advance. A 6x45 cook flexor introducer was being used. Access was the femoral. The sheath was not kinked in any way. It is being returned along with the stent.